Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found salt deposits on the 2500ul pump, bulk solutions; the valve, manifold, dispense 2 way; and the valve, bypass, dispense manifold. The parts were also leaking. The fsr replaced the parts which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for ai20533 revealed no subsequent issues have been reported related to false elevated stat high sensitive troponin-I results post service intervention. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the 2500ul pump, bulk solutions; the valve, manifold, dispense 2 way; and the valve, bypass, dispense manifold did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the 2500ul pump, bulk solutions; the valve, manifold, dispense 2 way; and the valve, bypass, dispense manifold were identified. These are the complete names of the concomitant products in section d10-concomitant product (not enough fields to capture it all) 2500ul pump, bulk solutions, a-35001280-02, unknown. Valve, bypass, dispense manifold, a-30104239-02, unknown. Valve, manifold, dispense 2 way,a-35002114-03, unknown.

Event description:
The customer observed salt deposits in the wz (wash zone) pump, so the field service representative (fsr) arrived onsite and replaced the wz pump. The surface around wz2 appeared to be a little wet, so the fsr checked all the components of the alinity I processing module. The wz (wash zone) was calibrated, and precision testing was performed successfully. After reviewing the equipment and the corresponding checks, 10 replicate controls of all 3 levels of troponin controls were carried out to check that the controls repeat within the target control values. However, the customer reported a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The sample was tested 3 times. The first result generated a value of 687 on (B)(6). The second run on the same instrument generated a result of < 1.6 and then ran the sample a third time on another alinity I analyzer ((B)(6)) where the sample was repeated and generated a result of < 1.6. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed salt deposits in the wz (wash zone) pump, so the field service representative (fsr) arrived onsite and replaced the wz pump. The surface around wz2 appeared to be a little wet, so the fsr checked all the components of the alinity I processing module. The wz (wash zone) was calibrated, and precision testing was performed successfully. After reviewing the equipment and the corresponding checks, 10 replicate controls of all 3 levels of troponin controls were carried out to check that the controls repeat within the target control values. However, the customer reported a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The sample was tested 3 times. The first result generated a value of 687 on (B)(6). The second run on the same instrument generated a result of < 1.6 and then ran the sample a third time on another alinity I analyzer (ai20544) where the sample was repeated and generated a result of < 1.6. There was no impact to patient management reported.